Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the biopsy channel had leakage during user handling and water invaded the device. It caused abnormality in electronic components and the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was confirmed: error 216 was noted along with a flickering image. Functional testing also showed the device failed the leak test due to damage at the instrument channel and the connector cover did not meet specifications for electrical resistance. The visual examination found the following issues: the bending section cover had fluid ingression; the bending section cover adhesive was chipped and lifting; the instrument channel was leaking due to internal tearing and kinking; the brush passage was found to be restricted; the charge coupled shrink tube was split; the control body had fluid ingression; and the scope connector had fluid ingression. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was being prepared prior to a diagnostic procedure and the device relayed an error e216 to the monitor (scope communication error). The customer reported that the procedure was completed with no delay and no prolonged anesthesia or sedation. The issue had no impact on the diagnostic outcome and no medical intervention was required. There were no adverse effects to patient.